Event description:
It was reported that the patient experienced a loss of therapeutic effect and therapy wasn¿t doing what it used to. The patient thought either her back was getting worse or the stimulation wasn¿t working anymore. The loss of therapeutic effect was noticed and was gradually getting worse and worse. A request was made to meet with the manufacturer¿s representative (rep). The rep. Later reported that impedances of greater than 4,000 were reported on some of the bipolar pairs. The rep. Mentioned that the patient noticed over the past year she needed to increase stimulation quite a bit and it wasn¿t doing much to reduce her pain. The current battery voltage was 2.94 volts and the following battery settings were reviewed: amplitude 3.3 volts, pulse width 450 microseconds, rate, 60 hertz, and therapy impedance 931 ohms as well as amplitude 6.5 volts, pulse width 450 microseconds, rate 60 hertz, and therapy impedance ???. The rep. Was asked to run electrode impedances because of the ??? Therapy impedance. The rep. Then stated that all of the electrodes on the 4-7 side were greater than 4000 ohms and that both program one and two used the 4-7 electrodes. It was suggested to review programming options and imaging was suggested to see if they could find the issue.

Event description:
Additional information received reported that the patient was doing well and was getting effective therapy relief after reprogramming her coverage. No other troubleshooting was necessary.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 748951, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 3998, implanted:(B)(6) 2009, product type: lead. (B)(4).